Event description:
It was reported that the patient had underwent two lead revisions since first implanted, because the stimulation was not high enough, like it was in her trial. It was noted that the patient had an occipital system due to a brain tumor and was working to get the system programmed appropriately. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was nothing wrong with the functioning of the device. An update on the patient was not available as the reporter had not seen the patient in a while.

Manufacturer narrative:
(B)(4). Lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; adaptor model 3550-29 lot# n198820 implanted: (B)(6) 2011 explanted: na.